Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model (B)(4). The lead is part of the advisory for this model 6947. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri time of rrt in save to disk on (B)(6) 2010, device rrt<=2.6251 v. One - patient alert for low battery voltage on (B)(6) 2010. Weekly log battery voltage trend data shows min (v)=2.630 to 2.610 volts between (B)(6) 2010 and (B)(6) 2011. Std review - lead integrity alert triggered 1 - patient alert for lead failure predictor on (B)(6) 2011 14:16:46. Sensing - oversensing 9 - ventricular nst<=210 ms average v-cycle between (B)(6) 2010 and (B)(6) 2011. Sensing - interference/noise ventricular short interval count v-sic=11.8 counts avg/day, in 505.09 days, between (B)(6) 2010 and (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Time of rrt (recommended replacement time) in save to disk on (B)(6) 2010, device rrt<=2.6251 v. One patient alert for low battery voltage on (B)(6) 2010. Weekly log battery voltage trend data shows min (v)=2.630 to 2.610 volts between (B)(6) 2010 and (B)(6) 2011. One patient alert for lead failure predictor on (B)(6) 2011 14:16:46. Nine ventricular nst (non-sustained tachycardia) <=210 ms average v-cycle between (B)(6) 2010 and (b)(6 2011. Ventricular short interval count v-sic=11.8 counts avg/day, in 505.09 days, between (B)(6) 2010 and (B)(6) 2011. Analysis found abnormally high current drain and identified the cause as leakage on an ic (integrated circuit). A photo-emission along the gate structure of a transistor indicated a gate oxide rupture as the source of the high current drain.

Event description:
It was reported this mentally handicapped patient's device went to end of service during hospitalization for multiple procedures at (B)(6) hospital. It was also reported the staff didn't have the magnet on the device at all times during the surgery which caused the device to prematurely deplete and electromagnetic interference caused the leads to be unstable and questionably "bad". There was noise and oversensing observed on the leads which caused an episode of either ventricular tachycardia with retrograde conduction or supra ventricular tachycardia with antegrade conduction. The hospital staff heard beeping from the device and the nurse tried to transmit device information, but the monitor gets to the third light on the telephone phase and no transmission occurred. The device was explanted and replaced. The leads remain in use. The monitor will be returned once the clinic orders a return kit. No further patient complications were reported as a result of this event.

Event description:
It was reported that the device went to end of service during hospitalization for multiple procedures. It was also reported the hospital staff didn't have the magnet on the device at all times during the surgery which caused the device to prematurely deplete and electromagnetic interference caused the leads to be unstable and questionably "bad". There was noise and oversensing observed on the leads which caused an episode of either ventricular tachycardia with retrograde conduction or supra ventricular tachycardia with antegrade conduction. The device was explanted and replaced. The leads remain in use. No further patient complications were reported as a result of this event.